Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the touch screen on the central control monitor froze. The user restarted the monitor, resolving the issue. About 2 hours into the procedure, the central control monitor froze again. The user restarted the monitor again and proceeded with the procedure. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not yet concluded.